Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's t10 and t11 leads migrated. Surgical intervention was undertaken wherein the leads were explanted and replaced. Therapy was restored postoperatively.

Manufacturer narrative:
It was reported to abbott x-rays confirmed the patient¿s left t10 and t11 leads had migrated. The right t8 and t9 lead were still in place. The patient underwent a revision where the migrated left t10 and t11 leads were explanted. New leads were implanted at left t9 and left t10. Due to scar tissue, the physician was unable to put a lead at t11. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returning for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.